Event description:
It was reported that a user experienced hypoglycemic events while using the ilet system, with one documented blood glucose of 56 mg/dl, and was treating lows early and frequently announcing meals to address highs. Symptoms included shakiness, vision changes, and cold sweats. Outcomes included self-treatment with oral glucose and no need for third-party or medical assistance. Investigation included customer care troubleshooting and education on ilet algorithm adaptation, meal announcement practices, and appropriate treatment of low blood glucose, along with planning for remote trainer support during replacement device setup. Investigation of this case revealed user technique and timing concerns related to early treatment of lows and frequent meal announcements, with no reported device malfunction affecting glucose control. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.